Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. During a procedure, there was no motorized movement available, and the customer had to shut system down but still no movements were noted. There has been no harm or injury due to the reported problem. The philips field service engineer inspected the system and checked longitudinal track and potentiometer assembly tracking minor deviation in actual. Review of error log file indicated control module was active during startup indicating faulty module. The fse replaced frontal stand longitudinal potentiometer assembly, completed frontal stand position and current calibrations. Swapped control module and brackets back to control room configuration and replaced exam room control module. Post repair action by fse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a case the azurion device displayed "motorized movement unavailable". No harm was reported to philips.